Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.

Event description:
This report is to address the investigation findings of fractured catheter tip.